Event description:
Per the surgeon, the patient¿s flange fixture for a craniofacial orbital prosthesis was lost. Patient will not be implanted with a new device.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 5, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.